Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. After going to the e.r. Where a forceful closed reduction was attempted, the patient was taken to the operating room. Intra-operatively, the adm/ mdm poly insert was out of the mdm liner, and the ceramic femoral head was out of the adm/ mdm poly insert. It is unclear if the closed reduction caused or contributed to the dislocation and dissociation.

Manufacturer narrative:
An event regarding dislocation involving a mdm liner was reported. The event was not confirmed. Method & results -product evaluation and results: visual inspection of the returned device noted the following: the adm liner, mdm liner and the ceramic head were returned evaluation. There are scratch marks on the inside layer of the metal liner. There is nothing else remarkable to report on the mdm liner. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that, intra-operatively, the adm/ mdm poly insert was out of the mdm liner, and the ceramic femoral head was out of the adm/ mdm poly insert. The event was not confirmed and the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised. After going to the e.r. Where a forceful closed reduction was attempted, the patient was taken to the o.r. Intra-operatively, the adm/ mdm poly insert was out of the mdm liner, and the ceramic femoral head was out of the adm/ mdm poly insert. It is unclear if the closed reduction caused or contributed to the dislocation and dissociation.